Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) suffered a cardiac event and is currently hospitalized in the intensive care unit. The patient is reported to be unconscious and in renal failure. The hospital device technicians have no record of checking this device. No further information is available.